Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the submitted system controller log file . The system appeared to be operating as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 2 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2016, it was reported that the patient presented to the vad clinic exhibiting signs of heart failure. The patient was volume overloaded and experiencing shortness of breath. Laboratory tests indicated elevated lactate dehydrogenase (ldh) levels. The patient¿s inr had reportedly been below 2.0 for the previous two weeks. The patient was admitted into the hospital, and was reported to have been stabilized. On (B)(6) 2016, the patient¿s ldh was trending up and the inr was still sub-therapeutic. At the time, the patient was taking aspirin and coumadin. A heparin infusion was administered and the patient was started on persantine. The submitted patient¿s system controller log files (dated (B)(6) 2016) that were analyzed by the manufacturer¿s technical services data did not reveal any device issues. On (B)(6) 2016, the vad coordinator reported that the patient remained hospitalized, was asymptomatic, and that the ldh levels were trending down. The inr target goal was 2.0-2.5; however, the patient¿s inr at the time was 1.4. The patient was being medically managed on aspirin, persantine, coumadin, and intravenous angiomax. The plan was to discharge the patient when the inr reached a therapeutic range. No additional information was received.